Event description:
It was reported that during a laparoscopic inguinal hernia, when trying to fire the device around cooper's ligament, the dr could not get the anchor to hold and they would fall out of mesh, the mesh would then pull off wall. The anchors were not coming out and were stuck in the mouth of device. There was no pt consequence.